Event description:
I went to (B)(6) and received a "pixel" brand fractional laser treatment. I was severely burned on my face. The burns took over three months to heal, it was literally an open wound for an unusually long time, a strange wound like I've never had, and the skin in the areas that were burned still feel tingly (like a pins and needles feeling) and different (it has been about 6 months now). I don't think the people there have much training or really know what they are doing they are very unprofessional. I can't believe people can shoot lasers like this at people's faces that literally burn the skin off and cause horrible wounds on the face and have no repercussions. I trusted them, and I feel I was severely injured and mistreated on top of it, I was told it would take 3 days to heal, and after repeated visits over three months they yelled at me, treated me with disrespect and no compassion, and refused to give me my money back. I received very little medical direction or care and was treated very poorly, I had to see my regular medical doctor for care. They took my money, three months of my life and broke my trust. Thank god my skin didn't scar, I would have been disfigured for life.